Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09073 / 09074).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2014 due to pain. During the procedure, black tissue from metallosis was noted. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is been filed to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 32 mm m2a mod head std nk p/n 11-163669 l/n 389500, m2a-t m/h rad 2hl shl 41/56 mm p/n 10-104056 l/n 858140, bi-metric porous fmrl 13 x 145 mm p/n 162313 l/n 075850. Reported event was confirmed by review of medical revision operative notes. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.